Manufacturer narrative:
: The complainant could not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Mdrf device code a0413 captures the reportable event of a bristle disc found inside the ampulla.

Event description:
It was reported to boston scientific corporation that an autocap rx was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for the treatment of common bile duct stones. At the end of the procedure, during a plastic stent insertion, a bristle disc from the autocap rx was found in the ampulla. The physician reported the disc will be removed upon removal of the plastic stent. The procedure was completed using the original autocap. There were no patient complications reported as a result of this event.